Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged unexpected battery power loss and failed battery test alarm found on 29-aug-2021. The pump passed the displacement test, active current test and self test, however, failed sleep current test. No alarms noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range, however, the power management graph indicated an esd latch-up on an ic chip. Low battery alert on 08/29/2021 23:24:00.000 which was unexpected, replace battery alert on 08/30/2021 at 08:55:00.000 which was expected and replace battery now alarm on 08/30/2021 09:26:00.000 was found in the history files. Pump was cut open to perform visual inspection and found evidence of moisture damage on pcba 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, battery tube threads - cracked, cracked case-corner of belt clip rails and label damage(serial number label stained). Unexpected battery power loss was confirmed due to an esd latch-up on an ic, however, failed battery test alarm was not confirmed. Problem isolated to the electronic stack. Moisture damage on pcba 1 confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had received no power, battery failed alarm. Customer had tried several batteries. Contacts on battery cap were not missing, damaged, or corroded neither battery compartment nor spring were damaged or corroded. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.